Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for unrelated events. Treatment for the peritonitis event was not reported. On an unreported date; the patient was discharged from the hospital. At the time of this report, the patient¿s recovery from the peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available or the device be returned for evaluation, a supplemental report will be submitted.